Event description:
It was reported that the health care professional (hcp) was unable to interrogate this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the programmer displayed an error message. The programmer was power cycled, which resolved the error message, however, then an out of range telemetry message occurred. It was noted that patient had an left ventricular assist device (lvad) as well. Boston scientific technical services (ts) recommended troubleshooting options. The local area field representative was contacted for additional information, however at this time no further information is available. This crt-d remains in service. No adverse patient effects were reported.